Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2025 due to tape not sticking which led to hyperglycaemia. The level of blood glucose was 579 mg/dl. The patient also noticed bleeding at the site of insertion. The patient was treated with insulin drip at the hospital. The length of hospitalization was greater than 24 hours. The patient experienced symptoms such as vomiting. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 29-jan-2026 against "lot number 6009055 and similar malfunction codes: adhesive patch does not adhere to the skin after direct application. Adhesive patch does not adhere to the skin at point of application, the review confirmed that lot 6009055 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search a query was run in the eqms on 05-dec-2025 against "lot number" criteria equal "6009055" and similar malfunction codes: adhesive patch does not adhere to the skin at point of application; adhesive patch does not adhere to the skin after direct application. The count of complaint is 3. The complaint numbers are: (B)(4). Escalate to CAPA determination for statistical analysis. Device history record (DHR) review: the lot 6009055 was manufactured according to the work instruction (wi) version 81 and manufactured in the multivac 12 on 11-sep-2024, with a total of (B)(4) units. Review of the DHR showed that during the final inspection outgoing, test num 9: 2 samples were found with delaminated tape. According to the sampling plan performed the lot was released. The sub-assembly: the lot 4h04667 was assembled according to the wi version 27 and manufactured on 11-sep-2024, with a total of (B)(4) units. The lot 4h04617 was assembled according to the wi version 27 and manufactured on 26-aug-2024, with a total of (B)(4) units. The lot 4j02105 was assembled according to the wi version 27 and manufactured on 11-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly, gluing of tubing of the lot 4h04644 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp08, on 09-sep-2024, with a total of (B)(4) units. Gluing of tubing of the lot 4h03002 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp08, on 23-sep-2024, with a total of (B)(4) units. Gluing of tubing of the lot 4h05318 was manufactured according to the wi version 42 and manufactured in the machine mp05, on 29-aug-2024, with a total of (B)(4) units. Gluing of tubing of the lot 4j02104 was manufactured according to the wi version 42 and manufactured in the machine mp04, on 10-sep-2024, with a total of (B)(4) units. Gluing of tubing of the lot 4j02206 was manufactured according to the wi version 42 and manufactured in the machine mp04, on 11-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The DHR review indicated that during outgoing test 9, two samples were found with delaminated tape. An extended sampling was conducted and accepted in accordance with established procedures. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor finding. It was managed according to procedure and did not impact compliance; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot 6009055 have already been previously tested in the complaint (B)(4) on 10-jun-2025. All test results were within specifications as per the test report (B)(4) attached in this record. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the above investigation, further investigation was required because the following threshold was met 3 or more complaints exist for the same lot and similar malfunctions. Statistical analysis result: after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. See attachment: form (lot 6009055) mmt-398a signed. Complaint unconfirmed: following investigation, the report failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6009055 and related malfunction codes for adhesive patch does not adhere to the skin after direct application. More than 3 complaints were identified for this lot and based on the assessment of the malfunction and product family trending over time, the risk has been deemed within accepted level. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.